Event description:
This unsolicited case from united states was received via health authority FDA (mw5075407) on 21-mar-2018 from a health care professional. This case concerns a patient (demographics not provided) who received treatment with synvisc one injection and after unknown latency had severe pain, severe swelling and severe stiffness. Also device malfunction was reported for the same lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date in 2017, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (indication and expiration date: not provided; lot number: 7rsl021) in right knee. On an unknown date in 2017, after unknown latency, patient experienced severe pain, swelling and stiffness. Corrective treatment: not reported for all events. Outcome: unknown for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the u.s market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: medically significant pharmacovigilance comment: sanofi company comment dated 21-mar-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had severe swelling, pain and stiffness. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.